Manufacturer narrative:
Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is twisted and a portion has fractured off. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference report # 3012447612-2024-00155.

Event description:
It was reported that two polaris 5.5 drivers wore out during a surgery while removing screws. Other drivers were used to complete the procedure without patient impacts. However, device evaluation by the manufacturer found that the tips had fractured off. This is report two of two for this event.